Event description:
It was reported that during a stent graft placement procedure, the deployment system allegedly kinked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was returned for evaluation; the stent graft was found still loaded in the delivery system and could be deployed during testing on the table. The distal transparent catheter was kinked which leads to confirmed results for kink. The condition of the sample indicated that the system was inserted into the patient. In this case, it was reported that a 0.035" guidewire was used for access and the tracking vessel was neither tortuous nor calcified. Though is was indicated that the device was not used on the patient, the returned sample showed clear signs of haven been used inside the patient. Based on the provided information and evaluation of the returned sample, the investigation is closed with confirmed results for kinking of the delivery system. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. With regards to precautions, the instructions for use state: "do not kink the delivery catheter or use excessive force during delivery to the target lesion". Delivery system kinking is listed as a potential complication with the use of the system. The instructions for use further state: 'examine the packaging and endovascular system to determine if there is any damage, defects or if the sterile barrier is compromised. Do not use the device if any of these conditions are observed.' Regarding materials, the instructions for use states that "0.035" (0.889 mm) guidewire with a length at least twice as long as the endovascular system and an introducer sheath with appropriate inner diameter". The labeling pictogram indicates the use of a 10f introducer. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.